Event description:
A male patient with angina cordis and a pre-procedure diagnosis of calcified common iliac arteries and a right distal landing zone shaped like an inverted funnel, underwent aaa repair in 2007. The procedure went as labeled but, when the main body gray positioner was withdrawn from the sheath, it was noted that blood leaked from the hemostatic valve. The patient was transfused. The confirmatory angiogram revealed a contralateral distal type I endoleak. Another manufacturer's stent was placed at the contralateral distal sealing zone. The final angiogram confirmed the resolution of the endoleak and the procedure was completed. (See also 1820334-2007-00531).

Manufacturer narrative:
Evaluation: this event is still under investigation.